Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. More specifically, the patient had chronically elevated rv threshold measurements of 4v at 1ms. The impedance and amplitude measurements were stable. Fluoroscopy was performed, and no visual abnormalities were noted. The physician elected to replace this rv lead, during a normal device replacement procedure, to help with battery longevity of the newly implanted device. No additional adverse patient effects were reported.